Event description:
During a two-week time period, I began experiencing dyspnoea and dizziness while doing repairs to rental home upstairs, as well as a harsh dry cough. Tested negative for covid-19. Primary physician switched my blood pressure medicine and the dry cough stopped in september. Breathlessness continued upon mild exertion. I was not notified about dreamstation recall. Saw cardiologist on (B)(6) for the first time, tests were scheduled, including hrct, which then showed acute or chronic ild. Non-smoker, no family history of respiratory illnesses, considered ipf and will have pfts in (B)(6) 2022 to see if fibrosis has progressed. Found out about recall in late (B)(6) 2022, from (B)(6) news headline. Stopped using and sealed up dreamstation, registered on philips website. Would like the machine tested to confirm cause of ild. Began oxygen 24/7 in (B)(6) 2021. FDA safety report ID # (B)(4).